Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), exhibited oversensing of electromagnetic interference (emi) associated with hospital equipment during patient radiation treatment of the esophagus. The oversensing resulted in greater than two seconds of pacing inhibition and subsequently, the patient became dizzy. Technical services (ts) was consulted and troubleshooting options were discussed. It was noted that radiation therapy treatment for the patient is complete. And the patient will continue to be monitored routinely. The device remains in service. No adverse patient effects were reported.